Manufacturer narrative:
Since this event involved three medical devices, three manufacturer reports are being submitted. This report describes the third device. Manufacturer report numbers 3005174370-2015-00064 and 9611385-2015-00026, describe the first and second device, respectfully.

Event description:
On (B)(6) 2015, a dentist reported that a patient required endodontic treatment of tooth #14. This tooth had a crown made from 3m espe lava ultimate cad/cam restorative for cerec, which was seated with 3m espe relyx ultimate cement and 3m espe scotchbond universal adhesive on (B)(6) 2014. The crown debonded on (B)(6) 2014, and was re-cemented; at the time of re-cementation, the patient noted percussion sensitivity. On (B)(6) 2015, the patient reported that sensitivity was still present and the recommendation for endodontic treatment was made; treatment was performed on (B)(6) 2015.